Event description:
On 1/12/99, the facility's operarting room dir informed the MFR's sales rep of the following: the device was implanted on 9/4/96. A catheter fragment "sheared" from the device leaving a "chewed" end and as a result, was explanted 6/17/97. The device was discarded upon removal. No further details were provided.